Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: gxl, hxx e3: reporter is a j&j employee. H3, h4, h6: the customer reported that the item hand piece for battery powered driver none of the buttons are responding. The repair technician reported that the device dose not run in fast forward, forward and reverse. Rust was present on motor, wires were discolored, and debris was present on internal component. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 8-july-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part# 05.000.008, synthes lot # 5744464, supplier lot# 001932, release to warehouse date: mar-19-2008, supplier: (B)(4) . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 29, 2024, none of the buttons were responding on the hand piece for battery powered driver. This was observed during testing. There was no patient involvement. Upon manufacturer evaluation of the returned product, it was noted that the item had foreign material present on it. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4) .